Event description:
It was reported that removal difficulties were encountered. The patient underwent left heart catheterization (lhc). A 3.50 x 24mm synergy xd drug eluting stent was used for treatment. However, the balloon delivery system was stuck and was eventually removed. The procedure was successfully completed. No patient complications reported.